Event description:
This is not my first one that fails. The sensor couldn't be read or will not provide me with the correct glucose levels. I started to use my glucose meter and the levels are always different that what the libre 3 indicates. This had cause me to either don't eat when my glucose was low because the libre said it was high or vice versa.